Event description:
The patient experienced fluid drainage from the lumbar site. The patient was diagnosed with a cerebrospinal fluid leak and seroma. The hcp removed 77 cm of the intrathecal catheter (on the stial section), and the pump remained implanted with 12 cm of catheter attached to the pump. The removed section of the catheter was not replaced. The drug was to be removed from the pump and refilled with preservative free normal saline. It was noted that the patient would receive drug at a minimum rate, with 12 cm of catheter and pump tubing, for 52.5 days. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).